Event description:
The lay user/pt contacted lifescan (lfs), in 2008 reporting that her one touch ultra2 meter displayed the low battery indicator after only two months of having the meter. The lfs customer svc rep (csr) contacted the pt and obtained following add'l info. On the day before, the pt was unable to obtain any reading on the meter as the meter was showing a low battery symbol. The pt advised the lfs UK csr that she took her usual dosage of insulin in the morning on the same day. She also had her usual breakfast. Between 11:30 am - 12:00 pm, the pt felt sweaty. As the meter was not giving any reading, the pt ate cornflakes, sandwich, blackcurrant or orange juice. She slept for 3 hrs and felt better when awoke. The pt did not seek any medical attention or take any action in regards to her diabetes medication regimen. The pt usually takes novorapid insulin 15 units in morning, 15-20 units at lunch, 20-25 units in evening and levemir 15 units before bed for her diabetes mgmt. She stated that she has hypoglycemia fairly frequently - once per week. The pt mentioned that prior to the start of symptoms, she was busy with errands and was racing around town quickly to completer her errands. The csr noted that the pt claimed the lfs meter displayed the low battery indicator after only two months. There was no trauma to the meter. The meter was replaced. This complaint is being reported, as the pt alleges she was not able to test herself on the lfs meter prior to taking insulin and eating breakfast and afterward she experienced symptoms that suggested hypoglycemia. Furthermore, the pt claimed to feel better after eating food and resting.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.